Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the infusion set's cannula is bent and is under delivering. Customer's blood glucose was 320 mg/dl. Troubleshooting was performed and identified a bent cannula or occlusion. Troubleshooting for high blood glucose was performed. Customer treated high blood glucose with a bolus pump. Customer contacted their health care professional for high blood glucose. The device return is not indicated.